Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump could not start due to a ¿cassette not latched¿ alarm. Even after opening and closing the battery door, the alarm continued. The medication being infused was 5-fu (fluorouracil). The event occurred during while in use with patient and no harm. This high-priority error alarm occurred during infusion; therefore, it will interrupt therapy and potentially impact patient if this failure mode reoccurs.